Manufacturer narrative:
The device db 1216, serial number (B)(6), was not returned to boston scientific for analysis. As part of the investigation, a comprehensive labeling review was performed. This review did not reveal any anomalies. The labeling appropriately identifies infection as a known risk associated with the use of deep brain stimulation. Following a thorough evaluation of the reported complaint and the available information, boston scientific has determined that the event is consistent with a known inherent risk of device and has assigned the corresponding investigation conclusion code. Model number/catalog number: db-2202-45 serial number: (B)(6). Batch/lot number: 7138069 model/catalog description: dbs directional lead sterile kit 45cm unique identifier (UDI) # (B)(4). Model number/catalog number: db-2202-45 serial number: (B)(6). Batch/lot number: 7138289 model/catalog description: dbs directional lead sterile kit 45cm unique identifier (UDI) # (B)(4). Model number/catalog number: nm-3138-55 serial number: (B)(6). Batch/lot number: 7141417 model/catalog description: dbs directional lead sterile kit 45cm unique identifier (UDI) # (B)(4). Model number/catalog number: nm-3138-55 serial number: (B)(6). Batch/lot number: 7141420 model/catalog description: dbs directional lead sterile kit 45cm unique identifier (UDI) # (B)(4). Model number/catalog number: db-4600-c batch/lot number: 35817611 model/catalog description: suretek burr hole cover kit unique identifier (UDI) # (B)(4). Model number/catalog number: db-4600-c serial number: (B)(6). Batch/lot number: 35749439 model/catalog description: suretek burr hole cover kit unique identifier (UDI) # (B)(4). Additional pro code selection that applies to the indication of this device <nhl, pjs>.

Event description:
It was reported that the deep brain stimulation (dbs) patient developed an infection at the implantable pulse generator (ipg) site. To address this, the patient underwent an explant procedure. Postoperatively, the patient has fully recovered. The explanted device was disposed of per facility policy. Additional information confirmed the entire system was explanted due to the infection.

Manufacturer narrative:
Additional pro code selection that applies to the indication of this device nhl, pjs.

Event description:
It was reported that the deep brain stimulation (dbs) patient developed an infection at the implantable pulse generator (ipg) site. To address this, the patient underwent an explant procedure. Postoperatively, the patient has fully recovered. The current location of the explanted device remains unknown.